Manufacturer narrative:
(B)(4). The physical device involved in this complaint has not been received by the manufacturer at the time of this report. Visual inspection was conducted of photos submitted with the complaint. Photo 1 shows a device in packaging. In photos 3 and 4, damage to the tubing component of the device can be appreciated, however the damage cannot be perceived clearly from the photo. Such damage cannot be noted in the photo 2. The device sample involved is necessary to perform a better inspection in order to determine damage in tubing and perform the functional test applicable. The device history record (DHR) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Physical sample is necessary to conduct a proper and thorough investigation to confirm the alleged defect, to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based on information received. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges "doctor in (B)(6) found the small volume nebulizers leakage, no mist came out." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. During the visual inspection, it was revealed that residue was sitting on the jet, jar, cap, and mask. The tubing was returned bent/kinked and the tubing was not burst. A functional inspection was performed to determine if the nebulizer would mist and leak. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. During functional testing, a mist was produced for about 30 seconds and then the tubing popped off from the bottom stem of the jar and the connector remained on the stem of the bottom of the jar. The tubing and the connector were held together with a bonding applicator. Based on the investigation results and the returned components, this complaint is confirmed to be a manufacturing issue. A CAPA has been initiated to address this issue.

Event description:
Customer complaint alleges "doctor in first hospital of jilin university found the small volume nebulizers leakage, no mist came out." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".